Manufacturer narrative:
The reported event of helix retraction issue was confirmed while the reported events of ¿bad sensing values¿ and ¿lead body rotated and twisted¿ were not confirmed. As received, a complete lead was returned in one piece with helix retracted. Blood/body fluids were noted inside the helix housing and the inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies. The cause of the reported event of helix retraction issue was due to the inner coil being overtorqued and helix clogged with blood/tissue.

Event description:
During an initial implant procedure, the helix was unable to retract from the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.